Event description:
Complaint investigation when a consumer reported receiving a high reading of 224 mg/dl on a medisense precision xtra monitor upon which the consumer based the amount of the consumer's insulin dosage. The consumer reportedly had a hypoglycemic event in the middle of the night. No death, serious injury or emergency medical intervention was reported.